Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3 fracture; and underwent kyphoplasty at l3 and vertebroplasty at l2 and l4. Intra-op, during deflation, the balloon burst. The balloon was inflated and left in the vertebral body while the surgeon placed the jamshidis for the planned vertebroplasty in the vertebrae above and below. Suddenly, blood was seen in the inflation syringe. It was clear that the balloon had burst. The surgeon then pulled out the balloon and cemented the vertebra. There was no delay in overall procedure time. No patient complications were reported as a result of this event.